Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The insulin pump passed the functional test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime anomaly on no suspend anomaly was noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced a few insulin pump malfunctions. Customer states pump unsuspends itself when suspended, no insulin reading after filing, not able to exit "preparing to prime" loop and stuck in rewind complete bolus/delivery loop. Customer was hospitalized due to low blood glucose; glucose reading while hospitalized not provided. Customer's blood glucose at the time of call was 151 mg/dl. Insulin pump will be replaced. No further information provided

Manufacturer narrative:
The pump passed the delivery volume accuracy test.